Event description:
I was reported that during a laparoscopic appendectomy procedure the surgeon was going to place the device across the appendix for the first firing and it locked out and would not open. The device was not fired due to they were not able to open the device. They used another device to complete the procedure. No patient consequence was reported. No other information is available at this time.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle the device was received for analysis with no visual non-conformances and with an cartridge loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The event could not be confirmed as the device closed and opened as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? Appendix at what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Na. On which firing(s) did this event occur 1st what color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized?na if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard?no if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Not on tissue at the time.